Manufacturer narrative:
The lot number was provided for reported malfunction and a lot history review was performed. One device was returned for evaluation. The investigation confirmed for inflation issue and break. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model dr80610 pta balloon dilatation catheter allegedly experienced inflation issue and a break. This information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.